Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while sitting. The episode occurred three days post-implant. Printouts were sent to boston scientific technical services (ts) for review. The episodes recorded on that day show high frequency non-physiologic noise that occurred intermittently. Prior to implant, the patient passed screening in the primary and secondary vector. When the s-ICD was implanted, the automatic set up chose the alternate vector. The ts consultant reviewed the data and provided troubleshooting to be performed to ascertain the source of the noise. It was also suggested changing the sensing vector to primary to remove the sense a electrode from the sensing circuit. No adverse patient effects were reported.